Manufacturer narrative:
(B)(4). Failure to follow instructions (user not noticing that the pigtail was caught).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53 mm in diameter abdominal aortic aneurysm. It was reported that during tip recapture the pigtail guidewire was caught in the nose cone but was unnoticed. The physician did not lose wire positioning. During delivery system removal the stent graft was pulled down 1 cm and had a suprarenal stent entanglement. The physician tried to correct the inverted suprarenal stent however was unable to get complete correction. The case was completed with a good seal and aaa exclusion without endoleak. The markers on the pigtail catheter were dislodged, with at least one marker left in patient. The endurant device did not directly cause the pigtail marker to break off, but because the pigtail catheter was caught the markers became dislodged as the physician attempted to remove the catheter. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).